Event description:
It was reported that the patient went to the hospital and presented with an infection in his device pocket site two months ago. At that time he was scheduled for an explant and the entire system was removed and discarded. The patient was scheduled for a replacement system sometime next month. The patient was doing okay, although he was anxious to get the system replaced, as it provided great benefit when it was working. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 7495-51, serial# (B)(4), implanted: 1993 (B)(6), product type extension, product ID 74001, lot# n273749, implanted: 2011 (B)(6), product type adapter, product ID 37743, serial# (B)(4), product type programmer, patient, product ID 3487a, lot# l32048, implanted: 1993 (B)(6), product type lead. (B)(4).